Manufacturer narrative:
Method, conclusion: no product returned for evaluation. Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
During a meniscal repair using the fast-fix 360 straight ndl dlvry sys, it was reported that the surgeon was using 360 with flawless technique and after placing the second t-bar (t2 implant) and withdrawing the needle, the t2 was still on the needle. He attempted again to place the needle in the meniscus but found the t2 still hadn't deployed. A backup device was available. There was no unsupported implants remaining in the patient.